Event description:
The customer reported the loss of x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and the x-ray tube. The system operates as intended.